Manufacturer narrative:
(Required secondary intervention)- evaluation codes, results and conclusion: (disease progression, aortic neck angulation and dilatation) and (migration, endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approximately 33 months ago. The aortic neck had an angulation of 80 degrees and it had an hour glass shape. At the time of implant the stent graft was implanted 9 mm below the level of the lowest renal artery due to the angulation of the aortic neck. It was reported that the stent graft was found to have migrated 19 mm into the aneurysm sac resulting a type 1 endoleak. The aneurysm had enlarged to 68 mm in diameter. The migration was attributed to disease progression, aortic neck angulation and dilatation. Three 28 mm diameter aneurx cuffs and 2 talents cuffs were implanted proximal to the aneurx bifurcated stent graft to address the migration. There was a good result and the pt is fine.